Event description:
It was reported that the burr was stuck in the lesion. The 95% stenosed, 15mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck. The device was removed directly and slowly and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the burr was stuck in the lesion. The 95% stenosed, 15mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck. The device was removed directly and slowly and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the atherectomy rotalink burr catheter. The device was received with handshake connection withdrawn into the housing. The handshake connection retrieved and handshake spoon connectors were bent. Therefore, unable to connect to the test advancer.